Event description:
Physician was attempting to treat a moderately tortuous, severely calcified lesion in the lad exhibiting 95% stenosis using an nc euphora balloon dilatation catheter. Vessel diameter of 3mm and lesion length 20mm. There was no damage noted on packaging, no issues noted on removing device from hoop/tray. The device was inspected and prepped with no issues noted. The device did not pass through a previously deployed stent. It was reported that during balloon inflation, the balloon burst below rbp. There was no injury to patient or clinical sequelae reported for this event.